Event description:
A caller reported experiencing a minimum fill notification on their insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer managed to reload the same cartridge and usually resumed insulin after a couple of attempts, although on one occasion, it took about four tries. Despite some initial frustration, the customer was guided through the proper load process by customer support, ensuring they were able to resume insulin delivery. Suggestions were provided for the proper method and addressing the use of off-label insulin, and the customer acknowledged and comprehended the guidance received. No further follow-up actions were required.